Manufacturer narrative:
The device received with permanent black lines across screen due to broken traces on the lcd glass between the lcd controller and the lcd image area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that he insulin pump had a flashing display. The blood glucose level was unknown. Customer stated that the display was solid. The products will return for the analysis.